Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a microsensor could not be detected. This patient suffered a cerebral hemorrhage, and was taken to surgery for hematoma removal. After the hematoma was successfully removed, the complaint device, microsensor, was implanted; however, the device could not be detected. It is not known if the device was replaced or if icp monitoring was done by other means. It was confirmed that the patient died after the hematoma evacuation surgery. The physician states that the microsensor did not contribute to the reported death.

Manufacturer narrative:
UDI : (B)(4). The sensor was returned for evaluation. The catheter was received in a drainage tube. Through x-ray images, it was found that the internal wires were broken inside the catheter. The catheter material was stretched. Due to the condition of the component as received, no functional testing was possible. A review of both component and finished good manufacturing records found no issues. Based on the investigation, the reported issue was confirmed. In the state it was received, the sensor would not have been able to be detected. Root cause of the damage appears to be device mishandling. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.